Event description:
It was reported that on 5 january 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr). A xt (lot: cds0705-xt 30803r1120) was chosen for implantation. During implantation, the establishment of final arm angle (efaa) could not be performed. The device continuously opened from 20 to 40 degrees. Troubleshooting was performed but did not resolve the issue. A replacement xt (lot: cds0705-xt 30915r1001) was then attempted to be implanted. During maneuvering, the clip interfered with the posterior leaflet. When attempting to avoid the leaflet, damage to the gripper line occurred. The entirety of the gripper line was removed from the patient. A replacement device was then used to complete the procedure, reducing mr to grade 2. There was no patient consequences. There a delay that resulted in no patient effects.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported unintended movement (clip open during efaa) could not be determined as the issue was not identified in device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.